Event description:
The architect i2000 generated error code 1006 (unable to process test, background read failure) and error code 1007 (unable to process test, activated read failure) two times a day for the hepatitis b surface antigen and hcv assays when reaction vessels (rv?s) lot 69006p100, were in use. The customer performed troubleshooting procedures and found air bubbles in the trigger and buffer line. The customer was advised to remove the air bubbles by flushing the lines and change the lot of rv's to lot 68097p100. The abbott sales representative was to collect the suspect rv's from the customer for investigation purposes and obtain the instrument log. Upon review of the log data, it was determined the error message was generated when the signal sub-reads was high. The customer also observed an increase of frequency of the error message when the lot of rv's was changed to lot 69436p100. There was no impact to patient management.

Manufacturer narrative:
(B)(4), suspect medical device, lot #: additional architect reaction vessel (rv) lots, 68097p100 and 69436p100, expiration: na. Concomitant medical products: architect i2000 analyzer, list # 8c89-01, (B)(4). Upon further review, it was determined another suspect architect rv lot, 68097p100, was in use at the customer facility. An investigation is in process for rv lot 68097p100. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessel lot 68097p100, device MFR. Date: 8/11/08, expiration date: na architect reaction vessel lot 69436p100, device MFR. Date: 9/30/08, expiration date: na the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
It was reported to boston scientific corporation that during a cystocele repair procedure using an uphold vaginal support system, the needle detached from the mesh assembly, outside the patient, when the needle hit the cage because the carrier and cage were not aligning and did not catch. The carrier and cage were not noticed to be bent. The physician used another uphold vaginal support system to complete the procedure, with no complications to the patient, who is reportedly "fine" post-procedure.

Event description:
Info received indicates the right head siderail will not latch.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.